Manufacturer narrative:
One ultra fast-fix assembly ¿ curved was returned for evaluation. The insertion device with the suture was received. The suture contained the t2 implant. As t1 was missing, the complaint mode could not be visually confirmed. The device was functionally tested and cycles and actuates per design intent. Based on the complaint description and input from the sales rep., the patient¿s meniscus was reported as average to poor and it was noted that the surgeon defined the state of the tissue as the cause of the failure. Per IFU ¿pathological changes in the soft tissue to which the fast-fix implant is being attached that would prevent secure fixation of the device, are contraindicated.¿ due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
During an anterior cruciate ligament procedure it was reported that the doctor tried to implant the devices and they would not deploy. The reporter thinks they removed meniscus to continue case. A back up device was available to complete the case. There were no reported patient injuries or complications. It can¿t be stated with any certainty that t1 is not in the patient unsupported. With the second device, neither t deployed. In addition, the removal of the meniscus was part of the original surgical plan. Reporter provided additional information: the devices were not faulty ¿ it was the patient¿s tissue per the doctor.